Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to he factory on 06/03/2020. An investigation was conducted on 06/11/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the harvesting handle. The heater wire was observed to be completely flexed away from the center of the hot jaw, but remained attached at the base and tip of the hot jaw. The clear silicone insulation was observed to be intact, no visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/bent wire" was confirmed. Specific actions for the reported failure mode "material twisted/bent wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip came apart. A replacement device was used to complete the procedure. The hospital did not report any patient effects.